Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair, t2 of ultra fast-fix could not be deployed. T1 was removed from the patient with tweezers. The procedure was successfully completed with a non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer provided image revealed the device was outside of original packaging. The anchors are attached to the needle and the device actuator is in the pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.